Manufacturer narrative:
The complaint investigation for falsely elevated architect stat high sensitive troponin-I results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and in-house testing. Return testing was not completed as returns were not available. Review of all the information provided by the customer was reviewed. Ticket trending review did not identify any trends regarding commonalities for complaint lot. Device history review did not identify any non-conformances or deviations with the complaint lot. In-house accuracy testing was completed using an in-house retained kit. All specifications were met indicating that the lot is performing acceptably. Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency of the architect stat high sensitive troponin-I reagent lot 55246ud01 was identified. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely elevated architect stat high sensitive troponin-I results generated on the architect i2000sr processing module for a 56-year-old female patient with past history of coronary heart disease and was being tested for myocardial damage. (Customer provided reference range 26.2 pg/ml) the initial result was 1102 pg/ml, repeat result was 996 pg/ml the patient underwent heart function testing such as an EKG and results were normal. The customer sent the same sample to the beckman platform and result was normal (specific result was not provided) no impact to patient management was reported.

Event description:
The customer observed falsely elevated architect stat high sensitive troponin-I results generated on the architect i2000sr processing module for a 56-year-old female patient with past history of coronary heart disease and was being tested for myocardial damage. (Customer provided reference range 26.2 pg/ml). The initial result was 1102 pg/ml, repeat result was 996 pg/ml the patient underwent heart function testing such as an EKG and results were normal. The customer sent the same sample to the beckman platform and result was normal (specific result was not provided). No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section e1 phone number complete information: (B)(6). This report is being filed on an international product, list number 3p25 that has a similar product distributed in the us, list number 2r98. All available patient information was included. Additional patient details are not available.this issue was previously reported under MDR number 3005094123-2023-00367 under a different suspect device.